Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone18.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised with diabetic ketoacidosis on (B)(6) 2026. The patient¿s blood glucose rose to 600 mg/dl while wearing the pod for longer than 48 hours. Reported symptoms include nausea, dizziness, vomiting and a headache. The patient was treated with intravenous fluids, potassium, insulin, water and an unspecified nausea medication. The patient also reported that the infusion site (abdomen) looked a little swollen when the pod was removed but that this was not unusual for them. The patient was discharged on (B)(6) 2026.